Manufacturer narrative:
Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Agent pas registry: it was reported that the following events occurred death at discharge deceased, acute myocardial infarction dissection heart failure, cardiac arrest, cardiogenic shock, myocardial infarction. These events, based on data from the acc cathpci registry, are being reported as events that could have potentially been previously reported to boston scientific and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because acc cathpci registry data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. Additionally, event date, event outcome, and initial reporter are not provided due to the terms of the acc cathpci registry.

Manufacturer narrative:
Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU).

Event description:
It was reported that the following events occurred death at discharge deceased, acute myocardial infarction dissection heart failure, cardiac arrest, cardiogenic shock, myocardial infarction these events, based on data from the acc cathpci registry, are being reported as events that could have potentially been previously reported to boston scientific and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because acc cathpci registry data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. Additionally, event date, event outcome, and initial reporter are not provided due to the terms of the acc cathpci registry.

Manufacturer narrative:
Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device evaluation: under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Agent pas registry: it was reported that the following events occurred death at discharge deceased, acute myocardial infarction dissection heart failure, cardiac arrest, cardiogenic shock, myocardial infarction these events, based on data from the acc cathpci registry, are being reported as events that could have potentially been previously reported to boston scientific and reported as an MDR when the event occurred. Bsc reports the events in compliance to 21 cfr 803.3. Because acc cathpci registry data is de-identified before being transmitted to boston scientific, there are significant limitations to boston scientific's ability to correlate the data to information previously reported to boston scientific. Additionally, event date, event outcome, and initial reporter are not provided due to the terms of the acc cathpci registry.